Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and no capture. The device was reprogrammed. It was noted that the patient¿s atrium is severely enlarged and fibrous. The lead remains in use. He patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.